Event description:
During prep for use of the device for a cardiopulmonary bypass procedure, the user reported the cdi101 monitor could not connect with the central control monitor of the heart lung console. The central control monitor displayed a question mark over the cdi101 monitor icon, indicating the system could not communicate with the module. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.